Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accu tni) result generated by the access instrument for one pt. A pt sample was tested for accu tni and a result of 0.57ng/ml was obtained. The result was reported out of the lab. The sample was re-tested on the same day and repeated results were: 0.19ng/ml and 0.11 ng/ml. There has been no report of death, injury, or change to pt treatment attributed to this event.

Manufacturer narrative:
Customer called into customer technical support (cts) regarding qc running low. (Cts) requested the customer run a 5 replicate precision run and all values were within the customer's established range. Based on provided data, qc was in range before and after the event. A system check performed in 2008, met specifications. The specimen was collected into a greiner lithium heparin tube with gel and was centrifuged at 3,000 rpm for 12 minutes. Per the tube MFR's insert, the recommended centrifuge time is 15 minutes. A field service engineer (fse) was dispatched to the customer's lab five days later: the fse made adjustments to a couple of parts, performed cleaning, and installed new sample probes. The fse conducted diagnostic testing with good results and verified repair per established procedures. Upon follow up with the customer in the same month, no additional events were observed. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.